Event description:
The customer called to discuss soaking times and rising procedures for cidex activated dialdehyde (ad). During the conversation it was found that the customer was soaking their device for fifteen minutes and then rinsing the device in a kefzol solution that would later be used to irrigate the patient's mouth. The clinical representative instructed the customer the device should be soaked in cidex ad for 45 minutes and then rinsed three times in a large volume of water. The customer denied any injuries related to this report.